Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead became dislodged. It was further reported that the patient was experiencing diaphragmatic stimulation. The lead was revised and remains active in the patient. It was also reported that during the procedure, the physician was unable to engage the rv port of the device's set screw after the rv lead revision. The device was explanted and replaced. The patient was a participant in the (B)(4) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.